Event description:
Baxter placed a call to the home patient's nurse to investigate the home patient (hp) feeling overfilled and distended. The hp had normal fill/drain volumes and did have an overfill event. The nurse stated that the home hp was admitted to the hospital for peritonitis. The hp's catheter was removed and the hp was being set up for hemodialysis. The nurse was not able to provide any additional information.

Manufacturer narrative:
(B)(4). The product is unknown and therefore the 510(k) entry field has been left blank. As the patients discard supplies after each therapy, the sample was not requested.

Event description:
Procedure: wedge resection. According to the reporter: bleeding occurred one week after drainage was done. It is unk where bleeding occurred. It is unk if a re-operation was performed.

Manufacturer narrative:
(B)(4). The lot numbers are unknown therefore a batch review could not be performed. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.